Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on valve side assessed as cracked valve seat diaphragm valve. An opening on posterior side assessed as fold flaw opening. Additional observations: crease fold is observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.